Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed, nor could a cause be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 alarm (power failure error that discontinues the present therapy and is due to a possible air in line) which occurred on the homechoice (hc) device during dwell 3 of 5. The technical service representative (tsr) advised the home patient (hp) to start over with all new supplies or perform continuous ambulatory peritoneal dialysis (capd) to complete the therapy. During the follow up, the hp reported that there was nothing they found to be a possible cause for the alarm. The hp stated that they were able to perform therapy at a later time with no difficulties. There was no patient injury or adverse event associated with this report. No additional information is available.